Manufacturer narrative:
Device passed the displacement test. Device received with cracked case on the back at the battery tube area. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On 04/23/2019 16:17:38 pst ice batch user (batch_ice) phone: (B)(6), complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(6). Taken by: (B)(4). Crack in case. Pump not bumped or dropped. No car accident. Crack is seen on: backside. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. (B)(6). Input date: (B)(6) 2019. Warranty start: 05/10/2017. Warranty end: 05/09/2021. Batch - (B)(4).